Event description:
The customer reported a ventilator that would not power up, as evidenced by diagnostic code (post timer/24v failure). No patient involvement.

Manufacturer narrative:
The power supply was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the power supply revealed no evidence of damage or contamination. The manufacturer's failure investigation lab technician attached the power supply to the 100vdc power supply. Using the oscilloscope the signal at the junction of r91 and the positive lead of the c56 was monitored, which revealed the voltage was dropping below the threshold voltage, approximately 8.5 volts, required to initialize u8. The c56 capacitor signal was dropping to 7.12v. The failure of c56 prevented the power supply from operating on ac power.